Event description:
Patient reported ¿undergoing medical testing for suspected lymphoma¿. Later healthcare professional reported ¿peri-implant fluid¿ and ¿nodular image about 14x6x14mm¿. Later healthcare professional reported ¿Nodular image with heterogeneous enhancement retroimplant and was followed as anaplastic large cell lymphoma on magnetic resonance imaging¿, ¿primary diagnosis of ALCL, suspected¿, ¿Small amount of periprosthetic fluid not characterizing seroma¿ and ¿underwent surgery with mastology and material was collected that did not indicate giant cell lymphoma related to the implants¿. Biopsy was performed. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to B3 Date of Event: Partial date of symptom onset of "6 months" was provided, relative to on (b)(6) 2026. Partial date captured as on (b)(6) 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "Seroma-Late" is a physiological complication and analysis of the device generally does not assist AbbVie in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: "free peri-implant fluid".